Event description:
In 2009, a complainant reported that she experienced a loss of taste and smell since using caviwipes 2-3 times a week for 2 months. The complainant does not use a mask, however she does use gloves when using the product.

Manufacturer narrative:
In 2009 the complainant reported, to metrex research corporation, that since using cavicide for 2 months about 2-3 time a week she had lost the ability to taste and smell. Three attempts were made to contact the complainant and messages were left without any response. Because there is an allegation of serious permanent injury this incident is reportable to the FDA. No product was returned and no lot number was specified; therefore, no evaluation could be conducted. This is the final report. No lot no. Specified and not returned